Event description:
Boston scientific received information that pre-discharge checks pacing inhibition, loss of capture, and high thresholds were noted. It was confirmed that this lead dislodged. A repositioning procedure was done, and this lead remains implanted. No adverse patient effects were reported following the repositioning procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.